Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks for the patient's supra ventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.